Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05083. The pt received her scs sys on (B)(6) 2011 including a paddle lead and an ipg. It was reported the pt was receiving inadequate stimulation on the wrong side of the body. An impedance check was performed and low impedance was revealed. An sjm rep attempted to reprogram the pt several times, but was unsuccessful. As a result, the pt underwent surgical intervention. During the procedure, the dr noticed the lead had migrated. The lead was explanted and replaced. The ipg was relocated due to discomfort to the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.